Event description:
Patient revised due to infection.

Manufacturer narrative:
This is the final report. Device not returned for analysis. Additional information will be provided if it becomes available.